Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and diagnosed with a shockable rhythm. According to the reporter, the device did not deliver energy to the patient. The reporter stated the basis for this opinion was unknown. The operator subsequently used the device's standard hard paddles to deliver an unknown number of shocks to the patient. The patient was not resuscitated but the reporter stated the patient's death was not caused by or contributed to by the alleged device malfunction because of the patient's lack of viability.